Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptic detached from the optical part of the lens, making it impossible to implantation. There was no patient involvement. The surgery was successfully completed with another lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).